Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00164-1. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: tibial implant loosening secondary to tibial implant disassociation at the stem junction and medial proximal tibial bone fracture. Complaint is confirmed. Review of the device history records for tibial plate identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Per package insert, loosening and bone fracture are known adverse effects of the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Associated products : item#: 42560113512; stem extension straight splined uncemented 12 mm diameter +135 mm length; lot#:unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00164.

Event description:
It was reported the patient underwent a revision approximately 2 months post-op due to stem disassociation from the tibial implant.